Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. It was also reported the patient's programmer reflected a communication error. In addition, a replacement charging system was sent to the patient, which did not resolve the issue. The patient was without stimulation. Subsequently, the patient underwent surgical intervention on (B)(6) 2014, where her ipg was explanted and replaced with a new model. Please note: the actual event date is unknown at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.